Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016 that a trial patient experienced a skin reaction on (B)(6) 2016. The study coordinator reported that the patient had an infection with the presence of pus at the sensor insertion site. Patient stated that 6 days after insertion, he removed the sensor (located at the right side of abdomen) to change it and the area was very itchy. Patient believed that it was an infection and used taro-mometasone cream as needed. Four days later, the condition was resolved. The patient did not go to the hospital, and was not prescribed the cream, but used it on his own. No additional patient information was provided. No product or data was returned for evaluation. The reported event was not confirmed. A root cause could not be determined